Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. Reprogramming was attempted, but there was loss of capture at all programmed outputs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).